Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a ~2 mm diagonal tear in the balloon, approximately 5.5 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). It was reported that the balloon loss of pressure occurred at the 1st stop (sheath); however, the procedural sheath was not returned, therefore physical evaluation to determine whether there was damage to its distal end that could have punctured the balloon could not be made. Based on the information provided and the investigation performed, the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1434604) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: balloon loss of pressure at the 1st stop (sheath). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic peripheral stick location: medium vessel size: 6 mm sheath size: 6f.